Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had an air bubble anomaly. Customer's blood glucose was 442 mg/dl. Customer stated that she has syringes and insulin. Customer stated that the bubbles are small. Customer stated that her blood glucose has been running high. Customer stated that she had a blood glucose reading in the 300's mg/dl before in the morning. Customer was recommended to revert to a back-up plan. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to repeat delivery of 5 units fixed prime until the air bubbles are no longer visible. Customer was advised to change the fixed prime amount back to the appropriate cannula prime amount for their infusion set. Customer still had air bubbles in the tubing. Customer stated that the insulin was not stored at room temperature. Customer was advised to change the infusion set.